Manufacturer narrative:
A spacelabs field service engineer was dispatched to repair the device. The reported problem was verified. In the receiver module pn 670-1476-01 band quad rcvrbd was deflective and was therefore replaced. The repaired unit passed all functional tests and was returned to service by the customer. Lack of an ECG trace was the warning sign that the customer noticed and that prompted the action of removing the telemetry module receiver selected quad board from use.

Event description:
Spacelabs received a tech support call on february 5, 2016 that multiple telemetry beds from enhanced telemetry receiver module model 96280 were dropping from view on the exhibit central station. The customer used a different receiver board sequence slot from the module to monitor the patients. No injury was reported as a result of this event.